Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had uncomfortable stimulation. The patient reported falling 2-3 weeks before the report and since then had been having problems. The patient stated that if anything got near or touched the implant, the patient felt like they were being electrocuted, and it went back down the back and leg. The patient had turned off the implant but was still feeling pain at the implant site and their bladder symptoms had returned. The patient stated their ins may have moved, it felt twisted on one side. The patient also noted having a temp/fever the last 3 days before the report. The patient was redirected to follow-up with their healthcare provider. It was noted that the change in therapy/symptoms was sudden. No further complications were reported.